Manufacturer narrative:
(B)(4). Date of death, date of event: the exact date was not provided; it was reported the study was conducted from 01/01/2001 to 12/31/2010. Hsieh, yao-peng; chang, chia-chu; wen, yao-ko; chiu, ping-fang; yang, yu, "predictors of peritonitis and the impact of peritonitis on clinical outcomes of continuous ambulatory peritoneal dialysis patients in taiwan ¿ 10 years¿ experience in a single center." Peritoneal dialysis international. 34(2014): 85-94. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away during a study coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was reported that the patient was administered prophylactic cefazolin (dose, route and frequency not reported) during the study as a co-suspect. On an unknown date during the study, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not known if the patient was hospitalized for the event. It was reported that the patient subsequently passed away. The cause of death was reported to be due an infection. It was not reported if the patient recovered from the peritonitis prior to death. Action taken with pd therapy was not reported. Additional information was requested but is not available.